Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 1.7, >8.0 and 3.0 inr. The corresponding lab result reported was 1.12, 4.2, and 1.9 inr.